Event description:
Arrow epidural catheter placed 5/13/93 by anesthesiologist broke or seperated after surgery reportedly (by anesthesiologist); 13cm remained in patient. Family and surgeon notified. Surgeon removed the next day (5/14) without further known patient complication. Anesthesiologist called manufacturer (x3129 and reported incident. Catheter held and will be picked up and sent to manufacturer for evaluationdevice labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.